Manufacturer narrative:
The fse evaluated the device onsite and determined that the battery power was low. The customer was advised to charge the battery. After that the device passed self-check and returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a user error. The reported problem is confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.